Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and provide the completed investigation results. One 6f angio-seal vip was received for product. The carrier tube assembly was returned mated with the hemostasis sheath and the arteriotomy locator was also returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath into the rear lock position. The deployment sleeve, which was in rear lock position with color bands fully exposed. The suture, anchor, tamper tube or collagen were not returned for analysis. The tensioner hub frame was disassembled and no suture was observed inside the spool. It was confirmed that the suture had unspooled freely from the frame. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had just completed a kidney embolization on patient. Patient was a candidate for angio-seal 6f closure. The md deployed the angio-seal device and was pulling back on device/suture to complete the seal and the suture was not attached to the device. No tension was felt upon pullback and suture "just released completely". The doctor took the suture and pulled tight and completed the seal with the tamper tube, and the patient was sealed. The patient was unaffected and in stable condition. There were no other devices or equipment used with the reported product.